Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on september 22, 2016. (B)(4). The returned sample was a portion of the purge line that only contained tubing and the l connector at the end of the line. Visual inspection of the line found no anomalies. A review of the device history revealed no production related anomalies. The flow of the line was tested by applying air pressure through the line while it was submerged in a water bath. There was no flow through the line. The line was then cut where the tubing met the l connector to individually test the l connector, and it was confirmed there wasn't blockage within the tubing. The l connector would not allow flow at all. This was pressured to over 600mmhg and would still not allow flow. There was some type of blockage in the l connector at the end of the line. A retention sample with product code (B)(4) lot ua25 was obtained. This product used the same lot of the purge line assembly as well as the male l-connector. The purge line was flow tested by applying air pressure while it was submerged in a water bath. Flow was easily obtained through the line; the l-connector was not blocked. Retention samples from purge line lots built both before and after the affected product lot were also obtained, (B)(4) lot ua18 and (B)(4) lot ua11, and they were tested in the same manner. Both purge lines allowed flow. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. Conclusions: conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the purge line was found to be blocked. No known impact or consequence to patient. Product was not changed out, only a section of the line was cut out, oxygenator was used. Procedure was completed successfully.